Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection found that the handpiece was fully engaged, the plunger rod tip was bent and ovd residue was present. The lens was inspected and found to be cut in half, a haptic was detached and missing, an edge chip and marks on the lens surface. The complaint issue "haptic damaged" was not identified during photo evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 14, 2026. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during insertion of a single piece preloaded monofocal intraocular lens (iol), the trailing haptic snapped off. The iol was removed and a replaced with an iol of the same model and diopter. The iol was implanted successfully without any further intervention. It was believed that this was a defective lens and the haptic was already damaged prior to insertion. There was patient contact. No further information was provided.

Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided. Section a3a, a3b: sex, gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed in the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed in the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.